Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home. Unable to verify frozen screen, pump error 40 alarm and pump error 24 alarm due to critical pump error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump multiple errors. The customer¿s blood glucose level was 100 mg/dl. The customer was assisted with troubleshooting. The customer was also reported that the alarm was not cleared by selecting ok button. The customer was advised to replace and to revert to the back-up plan. The insulin pump will be returned for analysis.